Event description:
The user had a bleeding after using the catheter. According to the user, there were sharp things in the catheter eyes.

Manufacturer narrative:
The actual device was not returned. Samples from the same lot were returned and analyzed. Some of the samples returned had a crystallized coating. Batch documentation reveals no defects or deviations. The hydrophilic coating of the lofric catheter is sensitive to moisture. Exposure to moisture could cause the catheter coating to crystallize. Usually crystallized coating dissolve during the wetting of the catheter before use. The manufacturing process is climate controlled and it is therefore not likely that the catheters have been exposed to moisture during the manufacturing process. There are storage instructions on the labelling stating that the catheter should be stored in a dry place at room temperature. Most likely the samples were exposed to moisture after leaving wellspect healthcare.